Event description:
Healthcare professional confirmed right side no complaint against the device.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported "implant leakage." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of no complaint against the device was received on may 30, 2022, with catalog number 2987530. Visual analysis of the returned device identified: crease flat. Ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.